Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assesment. There was no patient involvement.

Manufacturer narrative:
It was determined on analysis that the programmer tested out of specification as it was noted that the emergency button was not working and it was not possible to activate the emergency process. It was also noted that errors were identified in the software history logs. The printer paper tray was nearly empty. The cord bay was broken. The upper and lower handles were broken. Both keyboard cover sliding rails were cracked / broken. There was a cut in the stylus cord but the stylus was functional. The radiofrequency head cable was also cut but remained functional. The light emitting diode winder in the upper case of the radiofrequency head was cracked and the anti slip layer was worn out. The cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.